Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse noticed bubbles in the line and could not find any leaks or damage to the tubes leading to the rinse pump. He then replaced the rinse pump and was able to run controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca control failing bilirubin and cb control failing urobilinogen as well as leukocyte esterase (le) on their ichem velocity urine chemistry analyser. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.